Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, single-port instrument arm drape clip fell out and failed to be installed. Site used a backup drape to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.